Manufacturer narrative:
This report was received from the FDA, medwatch (B) (4). As no customer info was provided, no further info could be obtained. Without the actual product, lot, or specific info, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). The directions for use (dfu) (1306078, rev. C) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
The FDA medwatch (B) (4) reported that following surgery, the catheter was removed 2 days later. Catheter snapped upon removal. Small length of catheter broke and was retained in the anterior abdominal wall. Attempted to image object with CT and ultrasound, too fine to be identified. Event date: (B) (6) 2009.